Event description:
It was reported that the device was unable to be interrogated via inductive telemetry and had no magnet response. Additionally, premature battery depletion was suspected. A device replacement procedure is anticipated, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.